Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (cloudy w/ moisture) issue. The reporter stated that there was moisture behind the display screen after the pump had been exposed to water. The reporter noted a black spot on the pump and could not confirm if it was a scratch or a hole. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/05/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During a visual inspection of the pump, moisture was observed behind the display lens, making the display difficult to see. A leak test was performed and a leak was found due to a crack in the pump case. The pump case was removed and corrosion and moisture were found on the display, vibration motor, force sensor plate, and motor flex cable and connector.